Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure (error 110b) occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested the part numbers of the solenoid valves and data acquisition (da) printed circuit board assembly (pcba). The remote service engineer (rse) provided the customer with the requested part information.

Manufacturer narrative:
The customer replaced the solenoid valves and da pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.